Manufacturer narrative:
(B)(4). Device evaluated by MFR. The complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited by patient anatomy, interaction with other devices or other procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-06938 and 2134265-2016-06937. It was reported that shaft break occurred. The two 2.50x12 synergy ii drug-eluting stents came off the delivery system balloons and the 145, 5-in-6 guidezilla guide extension catheter was broken inside the guide catheter. No patient complications were reported.